Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle flash changed. The customer observed an error message and the date/time setting stored in the meter changed. The customer did not observe a low battery icon and the calibration code stored in the meter did not change. The customer did increase their insulin doses due to the meter readings. The customer did not experience any symptoms or medical incident due to this change in medication. The customer's meter was returned and testing confirmed the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.